Event description:
Large curl agilis sheath used for stabilization of catheters during ep cardiac procedure. For the procedure there is saline being slowly flushed through this sheath. Discovered during procedure that the sheath was leaking from proximal end of sheath. Removed from patient. Procedure completed.